Event description:
It was reported, pt underwent a left total hip arthroplasty for avascular necrosis of the left hip. Pt alledges that the prosthetic hip system, including the acetabular cup used were defective.